Event description:
The hospital reported that during a coronary artery bypass procedure, two hemopro 2 devices did not provide an adequate tunnel. The tunnel quality became poor and the hospital's insufflator was reading "obstruction" or "overpressure". The vein was harvested with great difficulty and it was reported that no co2 gas was being delivered to the tunnel. The second hemopro 2 device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. Upon initial investigation of the device, it was determined that the silicone layer of one of the btt short ports had ruptured, exposing the latex layer of the balloon. A supplemental report will be submitted when the evaluation is completed in its entirety. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4). Device number 2: lot number: 25053123, expiration date: 02/28/2013.